Manufacturer narrative:
Additional product code: pif. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. A device was not returned for evaluation; therefore, the affected product could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined. However, a supplier corrective action request has been sent to the supplier to further investigate and address the reported condition. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
The customer reported complete displacement of the gastrostomy tube was evident. Upon discharge, the internal retention balloon was observed to be deflated, which could have facilitated its accidental dislodgement. The patient was taken to surgery with appropriate management and remains in the ICU.